Manufacturer narrative:
A stryker service representative performed an evaluation of the customer's device and observed that the device had logged an event code in the memory which is related to a potential issue of the device deliver energy. The error was cleared from the device's memory and has not returned. After performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation stryker observed that the device had logged an event code in the memory which is related to a potential issue of the device deliver energy. There was no patient use associated with the reported event.